Event description:
It was reported the customer received a keypad anomaly. The customer stated their insulin pump froze randomly and the buttons became unresponsive. It was also found the customer also had a battery out limit alarm. Customer's blood glucose was 51 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip. No unexpected frozen display or battery out limit alarm was noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).